Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. There were no patient consequences. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) re-exhibited post-paced t-wave over-sensing. No further information was provided.